Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6 and h.10. The company service representative examined the system and was not able to confirm or replicate the reported events. As a preventative measure (pm), the power distribution printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. No problem was found with the system, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after the second case and before the third case the system shut down on its own with no system message displayed. There was an attempt to reboot the system but it would not start. All alternate system's were in use at this time and the third case was canceled. There was no patient involvement. Additional information has been requested and received.